Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated. The patient's blood glucose (bg) values reached 250 mg/dl.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No damages or defects were observed in the fluid path or needle mechanism components that would inhibit the soft cannula from properly inserting into the infusion site. No damages or defects were observed that would result in a needle mechanism failure. The cause could not be determined for either of the reported events.